Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30847. It was reported that patient was in a car accident experienced ineffective therapy. X-ray confirmed that leads migrated. Surgery may occur to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that surgery occurred during which the leads were explanted and replaced to address the issue.